Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that the patient faced bent cannula in three infusion sets from one pack. The site location of the infusion set was at thigh arm. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.